Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with bactrim orally (dosage and frequency not reported), intravenous (IV) gentamycin (dosage and frequency not reported) and IV tobramycin (dosage and frequency not reported). At the time of this report, the patient had not yet recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. Additional information was requested but was not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j04064 and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is same patient as (B)(4).